Manufacturer narrative:
The blades subject to this MDR were returned to MFR for evaluation. It was visually confirmed that, the blades did not have a stryker lot number or expiration date on the individual label on the blade. It was also confirmed that the blades were individually distributed from (B)(6) to (B)(6). This product is not sold individually; the blades are sold in 1 unit pack of 12. The stryker label is put on the outside of the unit box of 12 blades, showing the stryker lot number and expiration date.

Event description:
It was reported that, 2 individual blades had been received at (B)(6), instead of a 1 unit box consisting of 12 blades. The individual blades did not have a stryker lot number and an expiration date on the label. It was also reported that the blades were not issued to the user, there was no pt involvement.